Manufacturer narrative:
The device history record for the lot number, aa5054f04, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to MDR number 9611594- 2015-00106 for the first report. Refer to MDR number 9611594- 2015-00107 for the second report. It was reported by a physician that the day following placement of the gastrostomy feeding tube, the tube fell out the patient. The physician observed a huge gash in the balloon, "like someone had slit it with a knife". The gastrostomy feeding tube was replaced. The second tube fell out of the patient and the physician observed a huge gash in the balloon. The stoma was fine and it did not close up but there is trauma to the stoma from tube falling out. The gastrostomy feeding tube has now been switched to a different brand product. No reported stoma closure.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).